Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the customer will complete repairs. Problem not reported. System operates as intended.